Event description:
It was reported that during a colon resection, the device was being used to close the rectum. The issue occurred on the first firing. The device did not fire correctly; the staple line was all over the place. The surgeon then used a new reload to safely divide the bowel, the second firing was successful. Buttressing material was not used. The device was no fired across a clip or staple line. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.